Event description:
Product leaked. No pt injury was involved.

Manufacturer narrative:
The connecting joints of the device were subjected to an internal air pressure testing, per current jjpi test methods. No leaks were detected in the system. The complaint is invalid, no leaks were detected in the device. The complaint is now closed.